Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse inspected the three-way t-valve on the syringe drive assembly and confirmed it was not functioning properly. Fse replaced the entire syringe drive assembly, which includes the t-valve, to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results on multiple chemistries for one patient sample and a leak from the cartridge chemistry (cc) sample probe on the unicel dxc 600i synchron access clinical system. The customer did report the erroneous results outside of the laboratory. There was no effect to patient treatment in connection to event. There was no customer exposure to any leak and the customer was wearing gloves and a lab coat.